Manufacturer narrative:
Na.

Event description:
The customer complained of questionable ca2 calcium gen.2 results for 2 patients tested on a cobas 8000 c 702 module. Patient 1 initial ca2 result was 7.2 mg/dl. The same patient sample was retested on another cobas c702 analyzer and a ca2 result of 9.0 mg/dl was obtained. Patient 2 initial ca2 result was 7.2 mg/dl. The same patient sample was retested on another cobas c702 analyzer and a ca2 result of 8.6 mg/dl was obtained. The erroneous results were released outside of the laboratory. The repeat results from their other cobas c702 analyzer were deemed to be correct. The ca2 reagent lot was 30267501 with an expiration date of 28-feb-2019. The samples were aliquoted by a modular pre-analytical system. Based on the qc data provided no reagent issues was evident. The field engineering specialist found a hole in the cell rinse mechanism tubing. He replaced the damaged tubing along with additional tubing. He adjusted the cell blank and the cuvette regulators. He ran a mechanism check and verified the rinse mechanism levels. Ran a calcium precision testing with acceptable results. The customer ran calibration and qc testing with acceptable results. The issue was resolved by the service activities performed and there have been no further issues reported following the service visit.